Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a hipot test. It was discovered that the pulse wires inside the distribution node were missing shrink tubing, which caused a short that resulted in the hipot test failure. The root cause for the missing shrink tubing could not be positively identified. No adverse event resulted from the shorted pulse wires. The last pt to use this electrode belt did not report any deficiencies.